Event description:
An optometrist reported that a pt had undergone lasik on (B)(6) 2010. In 2012, the pt reported dry eye and glare. On (B)(6) 2012, the flap was lifted and an enhancement was performed. On (B)(6) 2012, the pt was diagnosed with epithelial ingrowth. The flap was lifted again and the ingrowth was removed. A bandage contact lens was used for one day, and antibiotic and steroid eye drops were prescribed for one week. Upon f/u visit, a "few insignificant cells at the flap edge" were noted on (B)(6) 2012.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).